Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 10th october 2016. It was reported that the device could be powered on but failed to power off. Upon receipt, the device could not be powered on with a test pad-pak. The fault was attributed to moisture ingress within the device, which had led to severe corrosion and subsequent damage to most tracks of the membrane tail, including track 13(on_button). This had led to an open circuit on this line, resulting in the device failing to power on. The faults could not be replicated with a good membrane fitted. This would confirm the corrosion on the membrane tail had resulted in the failures observed. Furthermore, the returned pad-pak (lot c0022) was depleted beyond any use. The corrosion had led to multiple measurable faults on the membrane tail, including partial short circuits on the status led lines. This had led to an excess current drain on the device and the depletion of the returned pad-pak. The left locking tab was also broken off the pad-pak, which would have led to a reduced connection to the device and had likely resulted in the voltage fluctuations, leading to the low battery fail on the 2nd june 2018. It is unclear when the moisture penetrated the device, but the corrosion would indicate it had been in the presence of moisture for a prolonged period of time. The moisture and corrosion within the device, the corrosion on the screws, and the multiple out-of-range temperatures in the device memory, would all confirm the device had been stored outside of the indicated conditions. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped.

Event description:
Device power cannot be turned off. There was no patient invovled in this event.